Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a defibrillation failure message while monitoring a patient's vitals (spo2, ECG, etc.). There was no negative patient impact